Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Event description:
The customer reported the port for the extraction of the drainage was separated from the drain bag. Leakage was found from the connection of the port. This happened with two other products in the same carton box. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). The customer report of a leak from the missing port on the drain bag was confirmed. The results of a sample evaluation revealed that the injection site was missing on the set. The root cause was undetermined. A batch review was performed and revealed no problems during the manufacturing process and no deviations from standard procedure. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.